Manufacturer narrative:
(B)(4) = lock out, jaw. The analysis results found that the device was returned with the jaws broken at bifurcation. Evidence of corrosion was found on the broken area. See attached picture. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while ligating the cystic artery, the device jaws detached. It is unknown how the procedure was completed. There was no patient impact reported.